Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on stomach during a laparoscopic bariatric surgery, the device fired normally at the first firing. On the second firing, the device stopped, and it was not possible to continue stapling. Another device was used to complete the case. There was no patient injury.